Manufacturer narrative:
The insulin pump was programmed with multiple boluses; all boluses delivered properly and were listed in the bolus history screen. The unit was then programmed and monitored for basal profiles. All basal profiles delivered properly. No bolus anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump experienced a bolus anomaly. The customer stated that she had had the same issue at least 5 times. She stated that in the last 3 weeks leading up to the call, she had done a bolus and did not observe the bolus show up in the bolus history. The customer's blood glucose was around the 300 mg/dl range. The insulin pump passed the self-test during troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.